Manufacturer narrative:
One device was received in good condition, and no signs of external damage. Functional testing confirmed the complaint where it was found motor not running error halfway through occlusion test. The root cause was the stepper motor no longer operates properly due to normal wear. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced stepper motor. Performed power up process, and preventative maintenance (pm). Device passed all functional and delivery tests.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.

Event description:
It was reported, the device alarms motor not running error. No patient injury/involvement reported.